Event description:
The customer reported the unit will not stay on and hold a charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not stay on and hold a charge. There was no reported pt involvement. The customer was sent a replacement ac power module to resolve the issue. The ac power module was not available for eval. We will consider this a malfunction of the ac power module where the unit would not stay on and hold a charge.